Event description:
Pt is a 66 year old male admitted on 5/26/93 with diagnosis of pneumonia with extensive medical history. On 6/27/93 duo tube placed at 1800, at this time patient was on vent, had 3 chest tubes, foley, was sedated, on bedrest with overlay mattress. On 6/28/93 x-ray report indicates feeding tube placed with metallic clip infundus of stomach, et tube in place. On 7/10/93 the duo tube was removed and replaced by new tube. The x-ray on the same day showed retained tip. X-ray of 7/18/93 showed tip not migrating. On 7/21/93 retained tip removed via endoscopic snare without problemdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: telemetry failure, none or unknown, other, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.